Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery. A 4.00 x 15mm xience skypoint des rx failed to cross the lesion due to the anatomy. A non-abbott stent crossed without issue. During advancement of a 3.50 x 12mm nc trek through the guide catheter for post dilatation, the proximal shaft separated in two, but was easily removed. There was no resistance during advancement or removal. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another nc trek was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3: device not available for evaluation.